Event description:
The patient's symptoms included a recent increase in the patient's usual pain, band-like or radicular pain at the thoracic level, new or different sensory complaints or paresthesia in the left flank, and deep internal band-like itching. A t10 epidural cyst was found via x-ray. The mass was removed or surgically explored on (B)(6) 2011; the catheter was removed on (B)(6) 2011. The operative findings showed "t10 epidural cyst, scar at catheter tip". No cultures were done. The patient's present status was unknown; the patient had not returned to the pain clinic since (B)(6) 2011 pre-surgery. It was also noted that the patient had a pump pocket revision to move the pump to the left side because the right side pocket had eroded through the skin. The pump was delivering morphine (50 mg/ml, 21.919 mg/day) from (B)(6) 2011 to (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Event description:
An inflammatory mass was reported. The drug being delivered via the drug delivery system was unk at the time of this report. Additional info has been requested, but was not available as of the date of this report.